Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead was shorting due to procedural damage to the lead. Visual inspection of the lead found no anomalies apart from damages consistent with procedural damage. The reported events of high pacing lead impedance and high capture threshold were not confirmed.

Event description:
During implant, there was increased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.